Manufacturer narrative:
Evaluation of the returned component found the distal surface to have circumferential scratches around the fracture site, probably from repeated contact with the fractured taper. The tray's taper portion surfaces retain some circumferential machining marks without longitudinal wear scratching. There is a circumferential abrasion groove just below the fracture surface which may have been caused by an extraction device used to pull the taper from the stem. The proximal taper surface has abrasions possibly from a removal attempt. Post fracture damage obfuscates artifacts that could suggest a fracture mode and possible origin. (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on march 31, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed on april 4, 2011.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2011 to remove and replace the fractured humeral tray. The surgeon reported that the patient suffered a fall prior to the revision procedure. It was additionally reported that the patient was consequently admitted to the hospital and felt a "pop" in his shoulder when he pushed himself off the hospital bed as the nurse was trying to move him.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2011 to remove and replace the fractured humeral tray. The surgeon reported that the patient suffered a fall prior to the revision procedure. It was additionally reported that the patient was consequently admitted to the hospital and felt a "pop" in his shoulder when he pushed himself off the hospital bed as the nurse was trying to move him.